Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases and one linear opening. Leak test was performed which identified an opening. A microscopic analysis was performed which identified one sharp opening and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one sharp opening assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.